Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round high profile 420cc on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a crease on the posterior view. Leak testing was performed in accordance with mentor procedures and revealed a leak site caused by a rent measuring approximately 0.1 cm, discovered within the crease on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) of lot number 5525245 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round high profile 420cc on (B)(6) 2018.